Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty inserting driveline was not confirmed. There was no log file associated with this controller and no other documents were provided. The system controller was not returned for analysis. Additional provided information indicated that the serial number of the controller is not documented. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device history record (DHR) review statement: the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly insert the driveline. It states to align the white arrow mark on the driveline cable connector with the white arrow on the rear of the system controller driveline connector. The driveline needs to be pushed in until it clicks. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 years, 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Customer report: it was reported by vad coordinator (B)(6) that the patient switched to a backup pocket controller after a red heart alarm. Log file analysis report: log file #1 contained data from (B)(6) 2019 17:11 until the drive line was disconnected on (B)(6) 2019 7:52. On (B)(6) 2019 19:42 a total loss of external power was recorded (reported under MFR# 2916596-2019-03849). This event appeared to have occurred as the patient was attempting to switch from the mobile power unit (mpu) to battery power and it was noted that the event may have been caused by accidentally disconnecting both power leads. On (B)(6) 2019 7:49 another total loss of external power was recorded. This event was associated with a sudden loss of power to both power leads and it was noted this is likely due to the mpu ac power cord becoming disconnected (reported under MFR# 2916596-2019-03807). The log file indicated that the external backup battery (ebb) was used to support the system until a drive line disconnect was recorded (B)(6) 2019 7:52. The patient reported switching to one of two backup controllers. The patient stated that they were unable to make a connection to this controller (reported under MFR# 2916596-2019-03846). It was noted that a log file for this controller would be provided at a later time. It was also reported that the patient attempted to connect to a second backup pocket controller and was captured under log file #2. The patient stated that they were unable to close the locking door of this pocket controller until disconnecting and firmly reinserting the drive line (reported under MFR# 2916596-2019-03847). Log file #2 for this pocket controller indicated that a drive line was connected on (B)(6) 2019 7:55, disconnected on (B)(6) 2019 8:00, and then reconnected shortly after. This log file also recorded pump speeds below the set speed during these events. It was noted that it was unclear whether these events were caused by a partial connection from the drive line to the pocket controller or improper voltage from the ebb. Motor speed was restored to the set speed on (B)(6) 2019 8:01 when the drive line was connected to mpu power. A backup battery fault was recorded ~30 minutes later. It was noted that the ebb would be replaced from this pocket controller. The difficulty connecting the drive line to the two system controllers stated above is also reported against the heartmate ii left ventricular assist system (reported under MFR# 2916596-2019-03849). Additional information was received on 05aug2019 reporting that a controller was exchanged. The primary controller was stated to now be the backup. It was also stated that no products would be returning and no serial numbers would be provided but were documented in device tracking. Also, it was noted the mpu was at home with the patient and was functioning properly. Patient status was reported to be stable. It was noted that the device(s) operated as expected.